Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, multiple cerebral infarctions were confirmed in the two cerebellar hemispheres, right occipital lobe, left parietal lobe, and the left thalamus. Medication was prescribed and a tracheotomy was performed one week post-implant due to no improvement in the patient's consciousness level. The exact cause of the infarctions were not known but the patient had severe arteriosclerosis and severe stenosis of the left subclavian artery. It was reported that the left cerebellar infarction may have developed due to a decrease in the antegrade flow in the left vertebral artery during delivery and deployment of the valve, or that the vertebral, and left and right internal carotid arteries were embolized by the floating plaque that was dispersed by delivery of the valve after the plaque became fragile due to ballooning. The patient anatomy was calcified with a minimum vessel diameter of 4.5 x 6.3 mm. No additional adverse patient effects were reported.